Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve system which involved partial sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of index procedure, post procedure, the subject developed left bundle branch block. No diagnostic test was performed. Temporary trans venous pacing (tvp) was performed to treat the event. Two days later, the event was considered recovered. The subject was discharged home three days post index procedure.